Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection. Signs of clinical use and evidence of blood were observed. Slight char and tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure mode ¿material twisted bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the scissor end peeled back. The device was removed and replaced with a subsequent "like" device that functioned without issue. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the scissor end peeled back. The device was removed and replaced with a subsequent "like" device that functioned without issue. The hospital did not report any patient effects.